Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cardiac surgery: according to the reporter: we have one customer, (B)(6), who reports several (about 15, they are not sure about exact number) incidents during (B)(6) 2014. They have not kept trace on any specific data or any specific surgery but the incidents have happened in cardiac surgeries, most of them vessels anastomosis in coronary bypass. The following info has been reported: the clip does not close completely so it does not performs correctly the anastomosis; the clip jams and does not close; sometimes the clip is twisted and so it does not close. In order to go on with the surgery they keep on opening surgiclips until they finish and other times they suture manually. In some occasions (no info on how many times) the clop damages the artery creating a bruise so they cannot perform the anastomosis in that vessel. In a given occasion (we do not know how many but not too many) the patient needed to be reoperated due to bleeding and the clip gets loose. In some occasions (no info on how many times) the surgery has been extended more of 30 minutes. In some other (no info on how many times) there has been more than 500 cc bleeding. In some occasions clips fell in the patient cavity which were manually retrieved.